Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22.8 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3206456) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 24.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.3 degrees. Site: grade 1 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: ten. Number of filter legs with grade 2: one. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. On (B)(6) 2014 pre-retrieval CT (99 days post-procedure): site: grade 1 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: nine. Number of filter legs with grade 2: two. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. On (B)(6) 2014 (105 days post-procedure), filter retrieval procedure was initiated, but the procedure was terminated when > 25-99% thrombus was found occupying the filter cone. (The analysis noted = 25% filter thrombus.) On (B)(6) 2015 12-month follow-up CT (406 days post-procedure): site: grade 1 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: seven. Number of filter legs with grade 2: four. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. Patient outcome: the patient remains in the clinical study and no device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: evaluation of the imaging confirm the reported perforation. Furthermore, tilt and thrombus above the filter hook is observed. However, on a later CT scan thrombus within the ivc filter seen on prior examination is much less apparent on this study and the thrombus extension above the level of the filter is not evident at all. There is a significant overall improvement in the pulmonary embolic burden when compared to original CT scan of the chest from prior filter placement. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22.8 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter (lot # e3206456) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 24.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.3 degrees. Site: grade 1 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: ten. Number of filter legs with grade 2: one. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. On (B)(6) 2014 pre-retrieval CT (99 days post-procedure): site: grade 1 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: nine. Number of filter legs with grade 2: two. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. On (B)(6) 2014 (105 days post-procedure), filter retrieval procedure was initiated, but the procedure was terminated when > 25-99% thrombus was found occupying the filter cone. (The analysis noted = 25% filter thrombus). On (B)(6) 2015 12-month follow-up CT (406 days post-procedure): site: grade 1 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: seven. Number of filter legs with grade 2: four. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. Patient outcome: the patient remains in the clinical study and no device related adverse events have been reported.